Manufacturer narrative:
H11: due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had an alarm message appeared: "the counterpulsation pressure is below the alarm limit." The counterpulsation pressure value was 0, and pressing the start button was ineffective. No injury or harm reported.

Manufacturer narrative:
Updated filed: b4, d9, g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the circuit board and valve, which was ineffective. The fse disassembled and reinstalled all circuit boards and valves. The unit was tested for 15 hours. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6.

Event description:
N/a.